Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n132194028, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that three refills ago the patients drug concentration changed from 5mg/ml to 4mg/ml and the programed drug concentration was not changed on the programmer. The hcp was planning to correct the programing on (B)(6) 2014. The old programmed concentration was 5mg/ml with a programmed dose of 1.3241mg/day; the flow rate 0.2648ml/day. The actual concentration in the pump is 4mg/ml; 0.2648ml/day; actual dose of 1.0592mg/day. The hcp planned to ¿keep this dose.¿ the programming was updated. The patient was doing well. The pump was delivering morphine.